Event description:
A cracked female luer on a neonatal extension set was observed by a nurse. Two additional occurrences of this cracking were observed in the hospital.

Manufacturer narrative:
There were two additional occurrences of this product malfunction. Please reference the following for the additional occurrences: MDR 224270-213-00017, 224270-2013-00018. The malfunctioning device was returned to vygon us, and was forwarded to the component supplier (female luer lock) for evaluation and investigation. The results of this investigation will be sent to FDA in a follow-up MDR with in thirty days of its conclusion.